Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 5/21/2018. (B)(4). Hernia recurrence occurred. It was reported that following insertion the patient experienced hernia recurrence. No additional information provided.

Manufacturer narrative:
Additional information: in addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Patient code: - surgical intervention. It was reported that patient underwent revision of mesh on (B)(4) 2016 by dr. (B)(4) at (B)(6) hospital.

Manufacturer narrative:
Date sent to FDA: 6/26/2019.